Manufacturer narrative:
It is unknown at this time if samples are available for evaluation. Requests for additional information regarding the incidents have been made. If the samples and/or additional information is received, a supplemental report will be submitted.

Event description:
The bd needles were used on cataract operation patients. Twenty-five patients had complications on the pupillary membrane and ac cells. The patient patients were treated with a steroid. Sample of the needles sent to the laboratory for culture tested positive for staphylococcus haemolyticus bacteria.